Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit field service engineer (fse) performed vital test, strengthening the binocular mechanism, calibrated scaling, grabber and ablation check. Running of three dummy surgeries and checking the flap position.. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a surgery was not centered on the left side of the eye. This occurred during surgery (lasik flap creation). The surgery was able to be completed that same day. No harm to the patient was reported.